Manufacturer narrative:
Hologic customer product support (cps) performed the risk/impact assessment and noted that the risk from this issue is false positive sars-cov-2 results due to cross-contamination. The customer is impacted. The customer reported potentially incorrect results and later amended them. Customer reviewed affected results, retested positives from affected worklists and amended results where appropriate; the aptima sars-cov-2 assay package insert limitations state: "use of this assay is limited to personnel who are trained in the procedure and "avoid cross-contamination during the specimen handling steps. Specimens can contain extremely high levels of virus or other organisms. Ensure that specimen containers do not come in contact with one another, and discard used materials without passing them over any open containers. Change gloves if they come in contact with specimens. Ts reminded customer that although controls are valid, it is important to review the rlus for the samples. For sars sample rlus in the 600-800 on numerous samples is not normal and should be investigated. On 11/09/2021, ts followed up with customer and the lab supervisor updated there were reports that had to be corrected. The lab director had called clinics and discussed what happened. They have had meetings about reviewing run reports thoroughly and keeping bench tops and touch points clean. Notably all clinical assays have the potential for false positives arising from specimen mishandling at any number of stages (collection, accessioning, processing, assay, and results communication). Patient management is expected to consider all clinical factors, and the phenomenon of false positives is well known across in vitro diagnostics. The customer indicated that 2-3 patients may have received antibody treatment subsequent to testing positive and prior to receiving amended results. The risk of serious injury due to use of currently available monoclonal antibody treatments in the us is considered low. No serious injuries were reported to hologic as the result of this issue.

Event description:
Customer reported finding a tip stuck behind the mtus that were loaded on the panther (B)(4) and they got jammed. The technician was able to remove the tip. Customer ran a sars run (lot 307201) on and noticed the positivity rate increased. Customer reran some of the positive samples to make sure they repeat. Hologic customer product support (cps) reviewed all available customer data and confirmed that worklists (B)(4) had 45.6% positive rate (n = 103, n_pos = 47).